Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead exhibited low sensing. The lead was no longer used and replaced. The patient was ok prior, during and after the procedure.